Event description:
Peripheral procedure using a short 6 french sheath. Physician proceeded from the left groin to the right iliac to visualize a lesion. A 0.014 grandslam wire was placed to guide the ivus catheter up and over the bifurcation. A little trouble pushing the ivus catheter on the wire outside the body was felt. Physician stated the catheter was not tight or hard to move and good images were obtained. The catheter was then moved to the right iliac from the left side when the physician noted difficult pushability. The catheter then stopped imaging and was attempted to be removed from the pt. The catheter would not come out of the sheath and the wire had to be removed along with the catheter. When the catheter and wire were out of the pt, the catheter appeared damaged. Add'l angiography images were taken to insure all parts of the catheter were out of the pt. The doctor felt everything was ok and ended the procedure. There was no pt injury.

Manufacturer narrative:
Physical examination of the returned product was conducted upon receipt of the device. Observations: the catheter was received in two separate pieces. The catheter was separated at the proximal shaft but appeared to be cut apart on purpose.; the guide wire was also returned and was still in the device. The distal shaft was zippered open starting at the guide wire exit port and extending to within 1 inch of the transducer. The inner lumen was in an accordion condition. There is no evidence found to suggest the catheter was not manufactured to specification nor had any condition which would cause the failure. From the condition of the returned items along with the statement of the complaint, it is reasonably suggested that the catheter met resistance on the guide wire upon retraction. The wire may have become kinked or looped during retraction which would cause the resistance and subsequent tearing of the exit port skive. The catheter continued to be retracted until the inner lumen tore open the distal shaft at the exit port skive. The product instruction for use (B)(4) precautions the following items: 'if binding occurs between the catheter and the guide wire while inside the pt, carefully remove both the wire and catheter and do not use. If binding occurs outside of the pt, remove the catheter and do not use.' Internal reference: (B)(4).